Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient developed a skin flap infection four months after cochlear implant surgery. The device was explanted in 2007 (no date given) after two months of treatment with medication.